Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, merge was not reflected in station. The customer stated that the patient was appearing twice in the system, once with the correct fin and once with a fin that needed to be merged. He customer stated that this malfunction occurred while dispensing the medication and impacting nurses access to meds. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident the technical support specialist (tss) reviewed the information provided by the customer which indicated that the patient was initially admitted under fin 20091178. A second fin (20091840) was later created and merged into the original fin, with 20091178 intended to be the only fin displayed in pyxis. However, both fins are currently visible in pyxis, and the associated orders have not been merged. Cerner did send an a35 merge message, as confirmed through corepoint on the cerner side. The tss explained to the user that in the bd pyxis es system patients sharing the same mrn (medical registration number) but having different visit ids were handled as separate visits. The a50 message only changed a visit ID when the new visit ID did not already exist for the same mrn. If both visit ids existed, the system retained both visits and their associated orders without merging them. The a42 message merged visits at the transaction history level only. Orders were not merged or moved and remained tied to their original visit ids. Remove transactions from the non-surviving visit behaved as if they applied to the surviving visit. If only the non-surviving visit existed for an mrn the system could change the visit ID and retain orders depending on configuration. Overall, visits with the same mrn were not combined into a single visit record but managed as distinct visits with specific handling for visit ID changes and transaction reconciliation. The a35 hl7 adt message merged patient information at the account number level only not at the patient ID or visit ID level. Consequently, a35 did not merge visits or patient ids and followed the hl7 specification for pyxis systems. The customer confirmed with the tss that they closed the case at this time as they were continuing to work with cerner to review the messages. The technical support specialist closed the case.